Event description:
A patient's pump underwent a motor stall, and the pt went through withdrawal. The stall along with "tube set", was confirmed and noted in the event logs as occurring on (B)(6) 2010 at 04:33. No motor stall recovery was recorded. Environmental and medical procedures was ruled out as a possible cause of the stall. The patient's outcome, in addition to the type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info is being requested, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).